Event description:
On 3/11/2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose 3 times a day. She manages her diabetes with pills, exercise, and her diet. The pt indicated that the alleged meter issue started in 2008, at un unspecified time. After the reported meter issue began, the pt developed symptoms of headaches and sweating on an unk date/time. The pt did not take any actions related to diabetes treated as a result of the alleged issue. The pt denied receiving medical intervention and was not tested on another device during the time of concern. It would have been helpful to know the following info: what date/time the symptoms started, and what actions the pt took before, during, and after the symptoms developed. In addition, it would have been helpful to know what actions the pt took in response to the meter issue. The reported meter issue was not resolved with troubleshooting. She admitted that she had not replaced the meter's battery according to the owner's manual. She did not have a replacement battery for troubleshooting. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.